Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by the consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain and complex regional pain syndrome type ii. It was reported that the patient was having some problems with the device. It was noted that the patient had already spoke with their company representative (rep). No further complications were reported or anticipated. Reference manufacturer report # 3004209178-2018-03763.